Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan on the sensor when compared to an unspecified reading obtained from a competitor meter. The customer reported receiving a glucose result of 630 mg/dl from an unspecified device and self-presented at a hospital where they received unspecified medical treatment. It was further reported that the "last" glucose reading of 140 mg/dl was obtained on the healthcare professional meter but the customer refused to provide further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan on the sensor when compared to an unspecified reading obtained from a competitor meter. The customer reported receiving a glucose result of 630 mg/dl from an unspecified device and self-presented at a hospital where they received unspecified medical treatment. It was further reported that the "last" glucose reading of 140 mg/dl was obtained on the healthcare professional meter but the customer refused to provide further details. There was no report of death or permanent injury associated with this event.